Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised frame is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat upholstery is now off the frame. Dealer advised frame is broken.